Event description:
A box of ng tubes (10 tubes) was opened for demonstration/teaching purposes for staff nurses. One of the tubes was found to have a stylet that protruded through the eyelet at the distal end of the tube. The tube was not used on a pt. One pt involved.